Manufacturer narrative:
Correction : upon further review the medical device problem code: 1069 floaters : vitreous floaters -1866,in the initial report does not apply as floaters : vitreous floaters reported initially in the initial MDR report is no longer applicable. The code is updated to hm-visual disturbance- dysphotopsia-transient : visual impairment-2140 and hm-dysphotopsia - negative : visual impairment-2140. Hence a correction report would be submitted for us with aware date being 3/20/2025, the date of reassessment. Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 4/8/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could cause or contribute to the complaint issues were observed. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's eye as patient complained of blurry and hazzy vision with ghosting and crescent shaped shadow. The lens was explanted and replaced with lens from another manufacturer in a secondary procedure. There was no patient injury. There was no medical/surgical intervention required. The patient is doing good. From additional information it was learnt that the lens had contributed for blurry and hazy vision with ghosting and crescent shaped shadow. There was no use error. The replaced lens had corrected the visual issues and the patient feels better with the replaced lens. No other information is available.

Manufacturer narrative:
Section a3b,: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's email address : unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/8/2025. Section h3: device evaluated by manufacturer: yes, device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could cause or contribute to the complaint issues were observed. No further evaluation was performed. Conclusion no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.